Event description:
The physician was using an endeavor sprint rapid exchange (rx) drug-eluting stent for treatment of a lesion. The stent was inspected prior to use with no abnormalities noted; however, it was reported that as the device was being advanced to target lesion, the stent came off the delivery system in the guide catheter. It was reported that there was no difficulties when removing the device from the hoop or sheath and that the protective sheath was grasped correctly during removal. No clinical sequelae were reported. Evaluation summary: the stent was returned severely stretched and deformed. Three segments at one end were relatively intact. The stent delivery system was not returned for analysis.

Manufacturer narrative:
(B)(4). Evaluation results: (root cause undetermined based on limited information available).